Manufacturer narrative:
(B)(4). Customer returned pump for retainer ring safety notice and alleged cosmetic damage at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, cracked retainer, pillowing overlay, stained overlay, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails and serial number label damage. Customer returned pump due to the retainer ring safety notice and a crack in the battery compartment. Corroded battery tube, cracked battery tube, cracked battery tube threads and cracked retainer confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic stated that the insulin pump had a crack in battery compartment. No harm was required during medical intervention. The insulin pump was returned for analysis.